Event description:
Patient allegedly received an implant on (B)(6) 2014 via the femoral vein due to deep vein thrombosis (dvt) and inability to anticoagulate. Patient alleges vena cava perforation, thrombosis causing occlusion and dvt. Patient also alleges "a non-exhaustive list of injuries includes pain on whole left side of body, swelling in legs, surgeries, fear of migration and perforation, fear of damage caused by perforation, emotional distress, worry, concern, anxiety, lack of energy, fatigue, limited physical activity and other unknown injuries and damages.¿ per a venogram/angioplasty dated 01aug2018, ¿description of findings: chronic l iliac vein and ivc thrombus causing partial occlusion of ivc and almost total occlusion of [left] iliac vein.¿ the device was percutaneously removed (B)(6) 2019 due to ¿filter was penetrating the ivc, there was a concern of penetration of the aorta or a duodenum.¿

Manufacturer narrative:
H6 device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava perforation, thrombosis causing occlusion, dvt, pain on whole left side of body, swelling in legs, surgeries, fear of migration and perforation, fear of damage caused by perforation, emotional distress, worry, concern, anxiety, lack of energy, fatigue, limited physical activity and other unknown injuries and damages. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported pain on whole left side of body, swelling in legs, surgeries, fear of migration and perforation, fear of damage caused by perforation, emotional distress, worry, concern, anxiety, lack of energy, fatigue, limited physical activity and other unknown injuries and damages are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.